Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement of 2033 ohms on the atrial channel. A review of the stored data noted a few jumpy measurements occurred over the past year. Additionally, there was an inappropriate atrial tachycardia response (atr) episode and an event of suspected loss of atrial capture or a delayed response post pace. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing. Reprogramming was performed to extend the atrial blanking period post ventricular sensing and automatic gain control (acg) was programmed on. No adverse patient effects were reported. It was reported that this device was subsequently explanted for an unspecified reason and was returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement of 2033 ohms on the atrial channel. A review of the stored data noted a few jumpy measurements occurred over the past year. Additionally, there was an inappropriate atrial tachycardia response (atr) episode and an event of suspected loss of atrial capture or a delayed response post pace. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing. Reprogramming was performed to extend the atrial blanking period post ventricular sensing and automatic gain control (acg) was programmed on. No adverse patient effects were reported.